Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Evaluation summary: no devices, photos, pt factor info, surgical notes or x-rays were received. A definitive root cause cannot be determined with the info provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to pain.